Event description:
It was reported that generator was explanted. The explant date was not known. The generator was received for analysis. Analysis was completed for the returned generator. The pulse generator diagnostics were as expected for the programmed parameters. Electrical evaluation showed that the pulse generator performed according to functional specifications. The battery measured 2.723 volts and showed the intensified follow-up indicated battery status. The downloaded data showed 78.022% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the downloaded data showed evidence of increased impedance. As the actual explant date of the device is not known, this high impedance may have been present while the device was implanted. Additional relevant information has not been received to-date.